Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: lasso nav catheter, catalog # d134301, lot # 17697274l unspecified cs catheter (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch catheter and suffered a pleural effusion requiring extended hospitalization. Post-procedure, a hemothorax was detected. There is no information regarding interventions. Patient required 1-2 days of hospitalization for observation. It was noted that the injury may have been related to the subclavian puncture associated with coronary sinus (cs) catheter placement. Multiple attempts have been made to obtain additional information regarding this event, but none has been made available.

Manufacturer narrative:
On 03/21/2018, additional information was received indicating a patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch catheter and suffered a pleural effusion requiring surgical intervention and extended hospitalization. Post-procedure, a hemothorax was detected. Drainage (unspecified) was performed. There is no information regarding the patient outcome. Physician did not provide a causality opinion. Additional force visualization features used during the procedure included graph, dashboard, vector, and visitag. Visitag parameters for stability included a range or 2mm and time of 3 seconds. Additional visitag filters included force-over-time (fot) of 25% and 3 grams. Color options used prospectively included ablation index (ai). There were no issues or errors reported on any bwi products or equipment during the procedure. It was also clarified that the unspecified cs catheter was actually a re-sterilized non-bwi cs catheter. There were no issues or errors reported on any bwi products or equipment during the procedure.

Manufacturer narrative:
On 5/2/2018, additional information was received indicating the patient fully recovered with no residual effects and the physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no issues or errors reported on any bwi products or equipment during the procedure. Manufacturer's ref # (B)(6).